Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that metal shavings were left in the joint. The device was being used in forward mode. There were no reported injuries or delays.